Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred post a 13 level tl spinal deformity correction procedure in a patient. It was reported that surgeon completed the deformity correction by placing the screws and rods, but after some days, the patient again came for diagnosis with a pain. During examination, hcp found that the rods were broken and needed to be replaced. The patient was admitted for a redo surgery to remove and replace broken implant. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: event details updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient followed the post operative instructions.